Manufacturer narrative:
The insulin pump did not have a battery when received. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had chipping graphics panel paint layer on the keypad overlay and cracked reservoir tube lip.

Event description:
It was reported that the customer passed away. It was stated that the event leading to his death was minor pain between his shoulder blades, high blood glucose, and heart problems. It was stated that the customer was disconnected from the insulin pump 3 1/2 days prior to his death. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.